Event description:
Customer complained about sensor reading discrepancies. Customer reported that she kept receiving low and high alerts when her blood glucose levels were different than the sensor readings and the insulin pump would inappropriately activate threshold suspend. Customer did not recall her blood glucose value at the time. She stopped using the glucose monitoring system around may 2014 due to these issues. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.